Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026 after reportedly losing the omnipod 5 controller while on a cruise in france. The patient¿s blood glucose levels were reported to have reached up to 600 mg/dl. The patient was admitted to the hospital for a total of 6 days, including 3 days in intensive care. No specific symptoms, diagnosis, or treatment details were provided as the call was disconnected and follow-up attempts were unsuccessful. It was reported that there were no known issues with the pod itself and the hyperglycemic event was attributed to the inability to administer insulin corrections without the controller. The discharge date and time are unavailable due to the call disconnection and unsuccessful return contact attempts. No further information was provided.